Manufacturer narrative:
Pending investigation. D10: serial number: item number and full description: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-01 - eq rev glenoid plate. (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2017. The patient presented on (B)(6) 2018 and work comp patient/work up negative/unexplained pain. The case report form indicates that this event is unlikely related to device, possibly related to procedure. Outcome: resolved on (B)(6) 2018.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above . However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.